Event description:
Spacelabs received a report that a patient died when a spacelabs patient monitor model 90387 was in use. The monitor produced alarms. The issue was that the monitor did not print alarm strips from 9:50am to 10:01am.

Manufacturer narrative:
The patient monitor in use produced both visual and audible alarms during the event. The customer stated that the monitor started to print after they reset the printer module. A spacelabs' field service engineer tested the subject devices on site with the biomed. The devices passed all tests and worked to specifications. We are unable to confirm the reported symptom. The customer is continuing to use the device to monitor patients. It is spacelabs' policy to submit a medical device report whenever we become aware of death of any patient connected to our devices. We have concluded that this report is final and consider this issue closed.